Manufacturer narrative:
Correction: upon further investigation, it was determined that this is a duplicate of MFR# 8030965-2017- 15434. Reference MFR# 8030965-2017- 15434 for all further reporting regarding this event. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). The reporter¿s phone number was not provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was discovered that the quick coupling device was locking the small battery drive device and was not working correctly. There were no delays to the surgical procedure. It was not reported if a spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. It was reported that the patient¿s outcome was good. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.